Manufacturer narrative:
Three opened trocar cannula/hub assemblies were received for the report of leaking trocar. The returned samples were visually evaluated. Samples 1 and 3 were found nonconforming with a cut and a hole and a cut, respectively, in the septum. Sample 2 was found conforming. Sample 2 was then functionally tested for leaks and was found nonconforming. A review of the related device history records for the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are 10 additional complaints associated with the lot for the reported issue. Due to an observed increased trend for this defect mode, a manufacturing root cause investigation was initiated to investigate the increased trend and identify corrective and preventive actions. A root cause for the increased complaint rate for leaking trocars was correlated to a manufacturing post assembly inspection. The reported lot for this complaint includes affected manufacturing lots. A non-safety medical device correction was complete and a manufacturing change implemented to address root cause. All potentially impacted customer have been contacted and trocar plugs made available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the valved trocars were leaking during a vitreoretinal procedure. There was no patient harm. Additional information has been requested. A product sample was received at the manufacturing site and it is awaiting evaluation.